Event description:
The hospital reports that three instruments are broken in some way possibly during procedure. Unknown primary or revision or dates. The impactor is fractured. This shim is cracked. The pin puller is unable to pull pin up as it should. No pieces in patient reported. No delay or ae to patient reported. No other information available.

Manufacturer narrative:
This product was reported in error as after further review it was identified there was no serious injury or reportable malfunction associated with the event.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.